Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The sensing vector was programmed to the primary vector at the time of the shocks. Technical services reviewed x-rays with the caller. The electrode appeared in a superior location and the pulse generator was a little anterior. The system has been programmed off while the physician considers an electrode revision. There were no additional adverse patient effects. The system remains implanted.